Event description:
It was reported by the customer that during an unk procedure the rover was not holding a charge. Another device was brought in to complete the procedure. This cause a 30 minute delay in the procedure. There was no pt injury related to this event.

Manufacturer narrative:
The device was evaluated at the account by a field service technician. The field service report was reviewed by the manufacturer and the customer's complaint was verified that the battery would not take or hold a charge. The battery was replaced and tests confirmed that it was operational.